Event description:
(B)(4). It was reported by an attorney that the 5410ivc electric homecare bed allegedly caused or contributed to the death of the patient due to asphyxiation. There was no information provided on how the event actually did happen, and if or how the bed malfunctioned. Pertinent investigation and follow-up will be conducted, and should we receive clarification on this event, a supplemental report will be submitted.